Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed, and it was noted that the two-piece luer lock body had been broken in half with one portion still adhered to the tubing and the other portion with the blue tip protector on. It was also noted that the solvent bridge at tubing bonding area indicated solvent was applied sufficiently during assembly process. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of clearlink system continu-flo solution set broke off inside the luer activated valve. This was identified when the nurse removed the intravenous (IV) from the valve during priming and prior to patient connection. There was no patient involvement. No additional information is available.